Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel/replace belt") has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the ECG cables c and d was pulled from the strain relief, breaking all wires in the cable and causing the reported "add gel/replace belt" messages. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's belt was damaged and was experiencing "add gel/replace belt" messages.